Manufacturer narrative:
(B)(4): separates is not specifically addressed on the caution label. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description states "upon trying to retrieve the wire back through the neff set, the tip sheared, the wire accordioned, and the tip broke off" indicates that advice on the warning label was not followed. This complaint is due to the user not following the instruction/label. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.

Event description:
During the attempt to gain access to the right kidney of a (B)(6) female pt, the wire hit the stone, and upon trying to retrieve the wire back through the neff set, the tip sheared, the wire accordioned, and the tip broke off in the renal parenchyma. Another set was opened from the same lot #, and they tried to gain access at a slightly different point, and the same thing happened. Switched to an 18ga chiba needle, and a glide wire was used to gain access. The urologist was not able to retrieve the segments of wire that had been broken off. No info was provided by the reporter regarding pt outcome.